Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the oor and stimulation output issue were unknown. When the patient's impedances were measured, the oor was improved and returned to normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that "oor" was displayed and stimulation could not be delivered well. It was noted there was a possibility some kind of event occurred when the ins was replaced on (B)(6) 2018. Impedances were measured at intervals. The issue was not resolved. No further complications were reported as a result of this event.